Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was broken near the tip and difficult to remove from the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the reported issue could not be replicated or confirmed. No damage was observed during the visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. Additionally, the instrument was found to have dried residue around the clamping pulley cable groove. .